Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during testing. The demo unit was damaged. It was malfunctioning. There was no patient involvement, no patient injury, and no medical intervention was required.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A bent roller wheel bracket was observed. The subject unit passed functional testing with no problem found. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The root cause of the observed condition was determined to be a result of a misuse of the product. The instruction for use recommends ¿¿ careful inspection of the operative hysteroscope before and after the procedure for possible signs of damage. Immediate detection and repair of minor damage will extend the life of the operative hysteroscope.¿ damage may occur to the roller wheel bracket if the unit experiences rough handling. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.